Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete flap. Additional information received states the light guide arm was suspected of being displaced which resulted in the incomplete flap.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The system was examined. The company representative found a non-conforming articulating arm, which was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming articulating arm. It remains inconclusive at this time how or when this component became nonconforming. The manufacturer internal reference number is: (B)(4).